Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition that the device was overheating was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the reported failure that the device stopped working on its own was confirmed. It was further determined that the device mechanical components were jammed/seized and failed pre-test for lid leak tightness and mechanical free moving. The assignable root cause was determined to be traced to component failure from normal wear. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy date: saw attachment device, saw blade adaptor, battery device; (B)(6) 2020. UDI: (B)(4).

Event description:
It was reported that during an arthroplasty surgical procedure, it was observed that while was making the cut on the tibial guide, the battery handpiece device did not have enough power to cut and stopped working. It was noted that the device was being used with an oscillating saw device and saw blade adaptor device. It was reported that the battery device was changed, however the engine continued to failed and stopped working. It was reported that the saw blade adapter was overheating and not working properly, nor could the cut be made properly. It was further clarified that the allegation of overheating and could not be used to cut was against the battery handpiece device. It was reported that there was a 40 minute delay in the surgical procedure and a spare device was available for use. There was patient involvement. It was reported that an extra dose of anesthesia was administered through the epidural catheter. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.